Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the insufflation unit exhibited gas leakage due to defective electropneumatic proportional valve and the connecting tube was damaged. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: e2, e3 additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that there was a gas leakage due to a failure of the electropneumatic proportional valve leading to malfunction. And also, based on the results of the investigation, a definitive root cause for the damaged connecting tube could not be determined. Olympus will continue to monitor field performance for this device.